Manufacturer narrative:
This is one of one manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03263. (MDR# 2021-08461-01). The esheath introducer was not returned for evaluation. A device history review (DHR) of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A technical summary applies to this complaint, an engineering evaluation is not required. A review of manufacturing mitigations and IFU/training material, complaint history, and root cause analysis is captured in the technical summary which applies to this event. A risk assessment was performed on the reported event and revealed the following: potential hazard: difficult or unable to introduce delivery system / loader and advance through sheath. Hazardous situation: difficult or unable to introduce delivery system / loader and advance through sheath, prolonging procedure: potential harm: procedural delay. Severity of harm: 2, probability of harm: 4, and risk level: low. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of difficulties introducing the delivery system into the sheath and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and advance the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or inability to introduce the delivery system and advance through the sheath. The complaint was unable to be confirmed with no returned device or applicable procedural/device imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: the complaint description states, "there was mild tortuosity in the access vessel." Tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The complaint description states, "the access vessel calcification was severe (especially severe calcification in cia)." Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. (3) the complaint description states, "the access vessel minimum luminal diameter (mld) measured 3.6 mm." Undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or non-conformance associated with an esheath resistance with the delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling basis performed prior to release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The complaint was unable to be confirmed. Available information suggests patient factors (calcification, tortuosity, undersized access vessel) may have contributed to the reported event. No manufacturing non-conformances were identified. A technical summary is applicable to this complaint; thus an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required. In this case, a vascular injury occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transaortic valve replacement for a 26mm sapien 3 valve, the commander delivery system was inserted into the esheath and could not be advanced from the common iliac artery (cia) due to severe calcification. After removal of the second delivery system, it was reported that there was a cia injury that may have occurred during the initial sheath insertion, and a stent graft was placed. Per medical opinion, the severe calcification of cia contributed to the inability to advance the sheath and delivery system.